Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was returned undeployed. The data obtained from the device shows the device delivered 20 first prime pulses and was deactivated at 30 pulses. Rotational sensor errors were observed in the data set. During the investigation, the pod was successfully paired with a pdm, completed priming, and delivered a 5u bolus. The rotational sensor errors were replicated during the device rerun. Contamination was observed on the commutator cap. This contamination contributed to the first priming sequence ended prematurely which caused the completion of second prime to occur without the needle mechanism deploying.